Event description:
A customer reported no video image on an ec-3890li (sn: (B)(4)) video colonoscope. The customer stated the user experienced error message number 5 - no video. The customer stated the live video feed no longer functions; no images displayed. Screen is completely black when scope is attached, even when the lamp is on. First noticed during pre-procedure scope set up and testing. All settings and connections were checked, and everything was set up correctly. Scope was immediately set aside and pulled from use. The issue occurred in the operating room before use. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.

Manufacturer narrative:
The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: water nozzle misaligned; customer complaint not duplicated; passed wet leak test; passed dry leak test. The device was refurbished, cleaned, and disinfected, and angle adjustments made. If additional information becomes available, a supplemental report will be filed with the new information.